Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. Applicable manufacturer¿s internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing defect was found. The reported complaint condition cannot be verified. It was reported that the abutment screw it¿s fractured. Investigation found that the abutment threads and coronal surfaces is in good condition. The abutment has bone and dry blood inside the broach of the abutment. No damage was noted to reported locator abutment. There is no manufacturing defect noted. The reported event cannot be confirm, there is no fracture of the returned abutment.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Investigation found that the abutment threads and coronal surfaces is in good condition. The abutment has bone and dry blood inside the broach of the abutment. No damage was noted to reported locator abutment. There is no manufacturing defect noted. The reported event cannot be confirm, there is no fracture of the returned abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment at tooth site 6 was removed because its screw fractured. New abutment was placed.